Event description:
Required hip replacement. Dr (B)(6) installed a stryker accolade femoral component. I required three more surgeries including two hip replacements. Five plus years of pain. FDA safety report ID# (B)(4).